Event description:
Patient deceased (B)(6) 2026 after (B)(6) 2026 generator changeout. Patients family believes death is related to this new device, implanting physician does not. No events were recorded for date of death. There has been an autopsy and the results are unknown. Should additional information be received, this file will be updated.